Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. G3: date received by manufacturer - additional. H2: additional information/correction. H6: investigation conclusion - additional.

Event description:
It was reported that signal loss occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.